Event description:
It was reported to the manufacturer that the vns patient's device showed high lead impedance during diagnostic testing at an office visit. No patient manipulation or trauma occurred that may have contributed to the reported event. The patient's device diagnostic results showed proper device function in (B) (6) 2009. Good faith attempts to obtain additional information regarding the reported event have been unsuccessful to date.

Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death or serious injury.